Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff was unable to focus the camera from the foot pedal or from the focus controller. With the assistance of an isi technical support engineer, the staff reseated the cable to the focus controller and to the camera, reset power to the vision cart, and replaced the camera and camera cable, however, the issue remained. The staff then removed the back cover to the vision cart, reseated the 12v power and cable on the rear of the focus controller and then restarted the system, however, the issue could not be resolved. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the system focus controller. The focus controller is designed to adjust the endoscope lens focus to sharpen the surgical image. The system was repaired by replacing the affected focus controller. The focus controller was returned to isi for evaluation. Engineering discovered that a printed circuit assembly board within the focus controller had malfunctioned, thus causing the vision issue experienced by the customer. As of (B)(6) 2009, there have been no reported recurrences of the issue at this hospital.